Event description:
It was reported, "we had a ya-2024q snap and dehis in theatres." (B)(4).

Manufacturer narrative:
Section the actual prod involved with the incident reported is not available at this time. Per electronic communication from the customer it was reported two suspect lots, mdad7100 & mq26150, clarification from the customer regarding lot number is pending. However, relevant portions of the above device history records were reviewed. Finished good prod were received into inventory without qual issues. The prod from these finished good lots and all of the components met surgical specialties puerto rico inc requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the suspect finished good lots.(B)(4). Item ya-2024q quill knotless tissue closure device - 2dsm24 2-0 und monoderm 30x30, lot unk.